Manufacturer narrative:
Patient identifier ,age or date of birth: correction. Device manufacture date: correction. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no product was returned and no photographs or scans were submitted. Additionally, although power and flow elevations were confirmed through the analysis of the submitted log files, a specific cause could not be conclusively determined. Also, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported arrhythmia could not be conclusively determined. The account communicated that the patient was experiencing high flows and powers. The patient¿s vital signs and labs were reportedly stable, and he was asymptomatic. The power and flow elevations started overnight, and the account indicated they could be due to thrombus. The patient reportedly had a negative ramp study and his ldh levels have been stable; however, he continued to have elevated powers and flows. On (B)(6) 2019 , the patient presented with dizziness, lots of non-sustained ventricular tachycardia (nsvt), and out of range pump parameters. Pump speed was decreased, and the patient had no further dizziness since arriving at the hospital. Additional information was requested, but not provided. The account submitted log files for review which contained data from (B)(6) 2019. The log files captured periods of sustained power and flow elevations from (B)(6) 2019. Despite the periods of elevated power/flow observed in the submitted log file, no clear trend was observed over time. Additionally, the log files captured 284 pi events and the majority of the power/flow elevations were associated with pi events. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. A direct correlation between the power/flow elevations and the reported suspected thrombus could not be determined. The heartmate ii lvas IFU lists device thrombosis and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A follow-up regulatory report will be submitted to report the investigation findings once the investigation is complete.

Event description:
The site reported the patient experienced elevated power flows with low pulsatility index (pi).log file captured an abrupt shift in pump power yesterday and continued elevated powers throughout the remainder of the log file. The patient arrived at the clinic with symptoms of dizziness and non-sustained ventricular tachycardia. The patient reported falling due to the dizziness. The pump speed was decreased and no further dizziness was reported. No further information was reported.